Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analzed. No anomalies were found.

Event description:
It was reported that the lead exhibited unstable/unmeasurable thresholds, undersensing, no capture, and dislodgment. The lead had to be repositioned twice. A screw-in lead was used instead. No patient complications have been reported as a result of this event.